Event description:
It was reported that the distal tip of the sheath dislodged and migrated. During a left internal carotid artery treatment via brachial approach, the filterwire ez was placed, followed by pre-dilation with a genity 3x30 mm balloon and deployment of a wallstent 10x31 mm. Post-dilation was performed using a genity 4x20 mm balloon. Upon retrieval of the filter wire via retrieval sheath, partial protrusion of the filter was observed, necessitating an additional maneuver to resheath. Subsequently, the radiopaque marker at the distal tip of the retrieval sheath became dislodged and migrated distally within the guiding catheter, ultimately resting in the distal m2-m3 segment of the middle cerebral artery. Retrieval was not attempted as it was deemed difficult. Angiography revealed no infarction or thrombus, and the filter wire was removed to complete the procedure.